Manufacturer narrative:
The reported events of low r-wave oversensing and high capture threshold were not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, episodes of low r-wave oversensing and high capture threshold were observed on the right ventricular (rv) lead. X-ray imaging was performed, however, no lead anomalies were observed. The physician elected to explant and replaced the rv lead to resolve the event. The patient was in stable condition.